Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the reported lot number for the device involved in the event is invalid, the full UDI is currently not available. G4: no 510(k) number provided because this implant is sold internationally under a different product code; a similar device was sold in the us under a different part number. H3, h6: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. No device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a revision surgery due to pain in the left hip with a head prosthesis due metal-on-metal bearing elements causing pain, metallosis, necrosis, synovialitis and elevated cobalt and chromium in blood and urine with osteolysis in pelvis and femur. During surgery, it was noted that the inner capsule showed pronounced synovial inflammation. Fluoroscopy showed superior osteolysis up to 1 cm thick. Osteolysis of anterior column consistent with imaging was also observed along with large bony defect found medially, consistent with imaging. Affected side: left hip.